Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer site. The fse inspected the articulated arm and found the runout slightly outside the tolerance range. A full articulated arm alignment was performed, and mirror 3 was replaced due to a small scratch. After alignment, the arm runout was tested and confirmed to be within tolerance at various points. The laser power output was also tested and found to be within range. The colposcope was set up with the spring engaged and a 90-degree adaptor from the micromanipulator, resolving the issue of the arm reaching the colposcope level. A test firing on a tongue depressor confirmed that the power was within range and the treatment beam aligned with the aiming beam. Additional checks were completed per the safety and functional checklist with no further issues found. An electrical safety test was performed, and the laser was confirmed ready for clinical use. Based on the analysis results the reported malfunction was confirmed as aligning the articulated arm and replacing the mirror resolve the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when they used the laser there was an issue with the aiming beam split and power output was very low on testing at 10w. The surgeon aborted the procedure as he wasn't comfortable to proceed. The patient will need a repeat procedure when the issue is resolved. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.